Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 3.1 mmol/l on customer's aviva nano system, 5.0 mmol/l on friend's aviva system within 10 minutes. Strips from the same vial were used in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.